Event description:
The patient contacted animas on (B)(6) 2013 reporting that when loading cartridge, the lead screw did not stop when it reached the full cartridge and dispersed 140 units of insulin. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.